Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: pre-op and post op x-rays are not available to study the fixation and confirm the presence of radiolucency around the femoral component. There is also no additional information on surgery/patient characteristics and post-operative treatment. The products used are in proper combination. Femoral component loosening, in general, can be due to many factors including, but not limited to, surgical technique used, insufficient bone contact with the implant, micromotion, patient activity, or patient weight. Further investigation can be performed if the x-rays and other information are made available. However, given the number of possible permutations that could lead to femoral loosening, the exact cause of failure cannot be conclusively determined at this time. Evaluation: device history records were reviewed and they are conforming to manufacturing and packaging specifications.

Event description:
It is reported that the patient is presented with radiolucencies.